Event description:
It was reported the lead tip was damaged during explant. It was noted the tip of the lead including four distal electrodes, sheath, and tines were left internalized. It was reported the internal wiring of the lead came out. It was noted the system was being removed for an MRI. It was reported the patient had recovered. It was noted there were no plans to remove the remaining portion of the lead.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v220529, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).